Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Based on the information received, the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25mm porcine aortic valve is failing after an unknown implant duration. Surgeon is considering transcatheter valve-in-valve replacement. No additional information was provided.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event.

Event description:
Through the follow up with the healthcare provider edwards learned a 25 mm porcine valve was showing moderate aortic stenosis (peak gradient of 3.4 m/s, 53 mmhg, mean gradient of 29 mmhg, lvot 1.6 m/sec) and mild regurgitation (paravalvular leak and central jets) after an implant duration of six years, 10 months. Patient is still being considered for valve-in-valve replacement.